Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: major blood loss of at least 2.5 liters and a substantial amount of graft was found in suction bags. Surgery was interrupted for (2) two hours, packed cells were used to increase tension and hb level. Visual inspection of system and graft filter showed no abnormality. The procedure was performed to address a delayed / non union multifragment subcapital fracture. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the product was received with a broken connector tip on the input cap ¿ part number 352.229.4; and the broken portion of the tip is contained within the input tube ¿ part number 352.229.5. The input tube exhibits unknown contamination where the tip is lodged into the tube. C & j industries manufactures the graft filter for the reamer / irrigator / aspirator (ria), part number 352.229s. The complaint condition is due to an unknown cause. Based on the evaluation and the unknown cause, this complaint is deemed unconfirmed from a manufacturing position. The graft filter for the ria was evaluated to the relevant synthes drawings. The dimensions that were measurable passed. Some of the dimensions could not be measured due to the damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the device was received with a broken port on the lid. The remaining piece of the port is lodged in flexible tubing. Breakage may have occurred during shipment or decontamination process. Complaint does not reflect the breakage and photos provided with the complaint do not show breakage. The complaint reports major blood loss and substantial graft found in suction bags. Blood loss is contributed to prolonged exposure and extended suction time in the medullary canal and cannot be contributed only to the graft filter itself. The estimation of blood loss when using reamer irrigator aspirator (ria) can be inaccurate in regards to reading the volume on the irrigation bag versus what has been collected. There may also be differences found in IV bags where there could be on average 50cc more in a one liter bag. Therefore the actual volume of blood loss in this case may have been less. In review of the photos provided with the complaint, the material suspended in the collection bag and in the gloved hand appears to be medullary fat. The medullary fat in the canal is normally emulsified during the reaming process and congealed at the top of the fluid when accumulated in the collection bag. The 10cc of graft that was collected by the graft filer may have been all of the material that could be collected by the 0.5mm mesh. The amount of graft is dependent on many variables during the reaming process. Such and canal diameter reamer head diameter, length of cortical wall contact, opening drill or awl size, bone density, etc. The design has been reviewed, is adequate for its intended use and did not contribute to this complaint condition because the evidence shows that the ria system may have been in the medullary canal for an extended period of time, longer than normal reaming time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional classification code: hto - reamer. Manufacture and lot number unknown. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.